Manufacturer narrative:
The soft cannula was found to be internally torn and leaking 0.21 inches from the nail head, causing corrosion, insufficient batteries and data loss. Without the data it cannot be confirmed that the device alarmed or if the damage contributed to the reported event.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pod was alarming.